Event description:
A report was received that the patient developed a new pain in his upper back. The patient was admitted to the ER. A CT scan did not show anything wrong with the device, but did reveal one of the leads had fallen anterior. The physician believed that the lead could have been on a nerve root and that even low stimulation could not have been causing the pain. The stimulation was turned off. It was reported that the patient was on so much pain medication that he was almost in a coma. However, the medication did not resolve the pain. The surgeon felt that even if the lead was on a nerve root, it would have caused the reported pain. The surgeon refused to perform an explant as it was not clear what the issue was and, in addition, the patient developed pneumonia. It was then reported that the patient was put on life support. The patient¿s family elected to take the patient off of life support and the patient subsequently passed away. No further information is available.

Event description:
A report was received that the patient developed a new pain in his upper back. The patient was admitted to the ER. A CT scan did not show anything wrong with the device, but did reveal one of the leads had fallen anterior. The physician believed that the lead could have been on a nerve root and that even low stimulation could not have been causing the pain. The stimulation was turned off. It was reported that the patient was on so much pain medication that he was almost in a coma. However, the medication did not resolve the pain. The surgeon felt that even if the lead was on a nerve root, it would have caused the reported pain. The surgeon refused to perform an explant as it was not clear what the issue was and, in addition, the patient developed pneumonia. It was then reported that the patient was put on life support. The patient¿s family elected to take the patient off of life support and the patient subsequently passed away. No further information is available.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial/lot: (B)(4), description: st linear lead, 70cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
Additional information was received that the physician and the spine surgeon do not believe that the pain was related to the leads and their location. The physician assessed that the pneumonia was not device related.

Manufacturer narrative:
Additional information was received that the patient's cause of death was due to pneumonia.

Event description:
A report was received that the patient developed a new pain in his upper back. The patient was admitted to the ER. A CT scan did not show anything wrong with the device, but did reveal one of the leads had fallen anterior. The physician believed that the lead could have been on a nerve root and that even low stimulation could not have been causing the pain. The stimulation was turned off. It was reported that the patient was on so much pain medication that he was almost in a coma. However, the medication did not resolve the pain. The surgeon felt that even if the lead was on a nerve root, it would have caused the reported pain. The surgeon refused to perform an explant as it was not clear what the issue was and, in addition, the patient developed pneumonia. It was then reported that the patient was put on life support. The patient¿s family elected to take the patient off of life support and the patient subsequently passed away. No further information is available.